Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00x20 synergy ii drug eluting stent was selected for use to treat the lesion. However, during preparation, the stent was pulled off from the balloon. The procedure was completed with another of the same device. No patient complications were reported.